Event description:
A customer reported that a system message displayed and was unable to be cleared during a vitrectomy procedure. The case was able to be completed with an alternate system, but the operative duration had been extended. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).